Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. The pump contained dilaudid with an unknown concentration and dose. It was reported the patient mentioned he was still in pain despite having the pain pump. The patient said the health care provider (hcp) had been trying to gradually increase the pump output because when they turned the pump up too high and too fast, he couldn't function and ¿gets totally batty¿. The patient was taking percocet three times a day. The patient stated the doctors were working on increasing the dosage. The patient did not have any other questions regarding the pump. No further patient complications were reported. Additional information received on (B)(6) 2017 from the hcp reported the incident was not reported to their office. The patient was last seen on (B)(6) 2017. There were no actions/interventions taken to resolve the pump being turned up too high and too fast. It was unknown if the lack of pain relief had been resolved.